Event description:
The customer contact reported a separation. Prior to patient use, while connecting the extension set to an unspecified primary set, the clave separated from the tubing. The customer reported that the female adapter of the extension set appeared jagged or irregular as if it had been "shattered." Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated that the device was discarded.